Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The withdrawal symptoms related to the empty pump were nervousness and tremors. The withdrawal symptoms have been resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 2000 mcg/ml baclofen at a dose of 576.1 mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that an empty pump alarm was occurring. The patient did not miss the refill. The next refill date was set up incorrectly due to misreading the format of the date on the programmer. The correct refill was (B)(6), they thought it was (B)(6). The hcp refilled and reprogrammed the pump and delivered a single bolus due to the patient symptoms, withdrawal. This was considered a gradual change in therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.